Manufacturer narrative:
(B)(6). The device was manufactured november 29, 2017 - december 1, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed fluid in the bag containing the overpouch, indicating that a leak had occurred. Further visual inspection revealed a detached luer. The reported condition was verified. The cause of the leak was determined to be a detached luer. The cause of the detached luer could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that the leak appeared from the ¿white part at the end of the blue bit". The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride solution. This occurred prior to use. There was no patient involvement. No additional information is available.